Manufacturer narrative:
This report is being updated to provide investigation findings. Physical evaluation of the complaint device reveals: the user's report of interior rattling of the plug part" was confirmed. The video connector has a rattling noise when moved or shook. The image shows dead pixels due to faulty cable. A review of the device history record (DHR) for the complaint device confirmed that there were no abnormalities in the manufacturing of the device. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not drop the camera head or allow it to strike other objects. Strong impact could damage the electrical circuits inside the camera head. Conclusion: the definitive root cause could not be identified. The following cause is presumed based on the investigation result. It is presumed that unexpected stress was applied to the camera head due to user handling.

Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation but has not yet been fully inspected/examined. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated at the conclusion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during re-processing of a hd camera head, a leak was noted and foreign material in the air/water leakage area interior was rattling in the plug part. There was no patient involvement.